Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb dmg prior to tactile cng) issue. It was noted that the audio bolus button was damaged and under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/30/2015, device evaluation: the device has been returned and evaluated by product analysis on 10/20/2015 with the following findings: during investigation, the bolus button cover was detached and or missing. The bolus button contact was shortened and when the contact was removed, there was evidence of moisture and contamination found under the bolus button contact. Unrelated to the original complaint, the pump powered on to a dim and discolored display.